Event description:
It was reported the patient's blood glucose level rose to 320 mg/dl while wearing the pod on their leg between 24 and 36 hours. The patient reported noticing insulin leaking from the pod. An investigation of the pod found a tear in the unexposed portion of the soft cannula.

Manufacturer narrative:
Investigation of the returned device found the unexposed portion of the soft cannula to be torn. A leak test was conducted successfully, and fluid was found to leak from the tear in the unexposed portion of the soft cannula. No corrosion was observed on the internal components. Due to the internal tear, the external portion of the soft cannula could not be properly tested for leaks. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_iosomnipod software app version: 2.1.0operating system: 26.1hardware: iphone12.8cgm sensor type: dexcom g7please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.